Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem is confirmed. Investigation found the dso sensor was nonfunctional and needs to be replaced. Once replaced the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is a defective cassette sensor. There was unknown patient involvement and unknown patient harm/adverse event reported.